Manufacturer narrative:
A field action was initiated on 07/29/2015 (product advisory notice was sent to all potentially impacted customers). The actual complaint product was not returned for evaluation. The device history record for the reported lot number, m5082t606, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
(B)(4). Upon completion of the investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
Halyard received a single report that referenced five different incidences, which were associated with separate units, involving two different patients. This is the fifth of five reports. Refer to 8030647-2015-00112 for the first patient. Refer to 8030647-2015-00113 for the second patient. Refer to 8030647-2015-00114 for the third report. Refer to 8030647-2015-00115 for the fourth report. It was reported that, "three ventilators shut down while using the closed suction catheter with two separate patients. We changed out the tracheostomy catheter to the inline suction catheter and the ventilator started auto cycling, causing the volumes to decrease from 500 to 200 and 100. This is a critical patient concern when no volumes are showing." The therapists reported "recently changed the closed suction catheter and after suctioning, and issues started with the ventilator alarming causing the volumes to decrease. The circuits were changed on the ventilator, and also changed out to a different 840 ventilator and the volume issues continued. We then called the ventilator company and then determined it was the catheter. The therapists then changed the tracheostomy catheter to the endotracheal closed suction catheters which is a different length." There have been no further issues with catheter or ventilator alarming since the change.